Event description:
It was reported that device delivered anti-tachycardia pacing (atp) due to device inhibiting but ventricle was grater than the atrium which resulted in therapy. There was atrial under sensing on some beats. Boston scientific technical services (ts) discussed programming changes. Patient will be monitored as the device remains in service. No adverse patient effects were reported.